Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was completed: the device was returned and approximately five millimeters of the distal tip of one of the arms of the forceps has broken off and not been returned. It is likely that three years of consistent use and possible rough handling has led to this complaint condition. The balance of the returned device is in otherwise fairly good condition with little visible wear. The design drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age, dob & weight not provided by reporter. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing date: jan 25th, 2013, review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. The raw material which was delivered as lot #kr92187 is corresponding to the specifications. No ncrs were generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure to repair a periprosthetic distal femur fracture, surgeon was applying the plate with cables and threading in the cerclage positioning pins. When surgeon attempted to clamp the forceps onto the cerclage pins, a tooth from the forceps broke off. The fragment landed in the total hip drape and not in the patient. Another device was readily available and was used to complete the procedure. Procedure was delayed approximately 2 minutes while the fragment was located. Procedure was completed successfully. This report is 1 of 1 for (B)(4).